Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during a surgical procedure at the user facility that the tip of the device fractured and fell into the patient. The surgeon was able to remove the tip without incident. The procedure was completed successfully without a clinically significant delay. No medical intervention or adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress.

Event description:
It was reported that during a surgical procedure at the user facility that the tip of the device fractured and fell into the patient. The surgeon was able to remove the tip without incident. The procedure was completed successfully without a clinically significant delay. No medical intervention or adverse consequences were reported with this event.